Manufacturer narrative:
The facility did not request svc. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): preventing corneal burns during phacoemulsification, (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A customer reported that a pt experienced a severe corneal burn during phacoemulsification. The console was reported to have prime and tuned successfully. Upon the surgeon making the initial groove, the tip was observed to be blocked. The occlusion bell did not sound. The wound required five sutures to close. Add'l info has been requested.